Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic (B)(6) device was performed and passed. The global transmitter final functional test was performed and passed with no deficiency. The customer complaint could not be confirmed. The root cause could not be determined.